Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# unknown, product type accessory. Product ID a820, serial# unknown. Product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that, every time the patient tried to connect to do a bolus, "it is taking forever, more than 3-4 minutes to get it to go". Per the patient, "this all started a few weeks ago and is getting to the point where it's been at least a month and now it's getting longer". Per the patient, it was almost 5 minutes before they could even push the button and it just sat at 90%. The patient got a new handset "not too long ago" and, when they first got it, it was fast and it was "right on" and was a lot faster, but then it just kept getting longer and longer until about a month ago when it started going several minutes. Patient services walked the patient through resetting the communicator and clearing patient data. The patient planned to monitor and call back if the issue persisted.